Manufacturer narrative:
As no info has been received, it can be assumed that the damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure and subsequent re-implantation. This is a initial and final report.

Event description:
The device has been explanted. Despite several requests no further information regarding the circumstances leading to explantation was received.